Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that a study patient from the ion registry study experienced a pneumothorax requiring a chest tube after an ion peripheral nodule procedure. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.